Manufacturer narrative:
A beckman coulter cts (customer technical support) assisted the customer with troubleshooting over the phone. The cts instructed the customer to change the tubing at fittings 4 and 5 to the probe wash and check for clots at pinch valve vl8. The customer did not observe any clots and the issue was not resolved following tubing replacements. The cts deferred the service call to a beckman coulter fse (field service engineer) and the fse assisted the customer with troubleshooting over the phone. The fse instructed the customer to replace the dual diluent filters on the side door of the instrument and there were no further leaks reported. Failure mode is attributed to dual diluent filters and the customer replaced the filters to resolve the leak. (B)(4).

Event description:
The customer reported a leak of a few drops of diluent from the probe wash of the coulter ac*t diff analyzer. The customer indicated that the leak was not contained within the instrument and that there were no instrument-generated errors associated with the reported event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were associated with this event and there was no change or affect to patient treatment in connection with this event.